Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this device exhibited early battery depletion. A review of the device data by technical services (ts) confirmed that the device was exhibiting premature battery depletion and the device should be replaced and returned. Ts noted that the device should be replaced within ninety days. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This device is expected to be returned. Should additional information become available this investigation will be updated.

Event description:
It was reported that this device exhibited early battery depletion. A review of the device data by technical services (ts) confirmed that the device was exhibiting premature battery depletion and the device should be replaced and returned. Ts noted that the device should be replaced within ninety days. The device was explanted and was expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this device exhibited early battery depletion. A review of the device data by technical services (ts) confirmed that the device was exhibiting premature battery depletion and the device should be replaced and returned. Ts noted that the device should be replaced within ninety days. The device was explanted and returned. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the patient identifier and the evaluation conclusion code.

Event description:
It was reported that this device exhibited early battery depletion. A review of the device data by technical services (ts) confirmed that the device was exhibiting premature battery depletion and the device should be replaced and returned. Ts noted that the device should be replaced within ninety days. The device remains implanted. No adverse patient effects were reported.